Manufacturer narrative:
The submitted sigma hp dis fem resect guide dial was functionally tested and found to rotate freely with no restrictions. The sigma hp dis fem resect guide was assembled with a retained (B)(4) sigma hp dis fem connector with no restrictions. The resect guide slid the length of the fem connector with no restrictions. It was noted there was small amount of varus-vagus toggle. No evidence was found of product error/malfunction and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The distal femoral reaction guide is not rotating to the proper depth marks of the resection indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.